Event description:
An account coordinator (ac) contacted zoll customer support to report that the charger/modem she had would not light up. The ac was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not light up) has been confirmed. As received, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The ac was issued a replacement charger/modem.